Manufacturer narrative:
The system was serviced in the field and the rotor home position was adjusted which allowed the door to close. The system was performing as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the spine lab imaging system was delivered with the gantry open and upon boot up it was unable to close the gantry. No patient present. It was reported that the door could not be closed using a manual work around method.